Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that upon removal from the packaging, a web device appeared to be larger than the device size specified on the product label. The device was not used and there was no patient involvement.

Manufacturer narrative:
The investigation found the web shape to be that of an sls rather than sl as indicated on the package. This issue is tracked by quality and manufacturing.